Event description:
It was reported that a non-abbott guide wire was being used and the tech did not wet the guide wire down enough. An attempt was made to load the promus stent onto the guide wire, however, only about 10 cm of the stent went over the guide wire. Then it got stuck upon the guide wire before entering the guiding catheter. It was pulled back and the tip severed but was left on the guide wire. The case was completed with the same guide wire and a new promus. The patient is fine. No additional event or patient information was provided. Analysis of the returned device identified balloon peeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned promus stent delivery system (sds) noted blood visible in the guide wire lumen and contrast in the inflation lumen, which is consistent with preparation and the sds at least partially advanced over a guide wire. The stent was stationary on the tightly folded balloon between the markers. The middle of the stent was bent and there was a bend in the hypotube. Since this damage was not reported in the incident information, the kink may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. This damage does not appear to be related to or have contributed to the reported complaint. Analysis noted the soft tip was separated at the distal edge of the distal seal, confirming the reported separation. The fracture face was jagged, which suggests that the separation may be related to tensile overload (material stress/fatigue). Factors that may contribute to the inability to advance/retract the sds over the guide wire and cause resistance between the devices may include, but are not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. Tip detachment can be affected by numerous factors including, but not limited to, manufacturing (processing and/or handling), handling during removal from packaging at the account, preparation/use of the catheter, or interaction with lesion/anatomy or accessory devices. The inner diameter of the guide wire exit notch and shaft past the proximal seal were measured and met manufacturing criteria. The guide wire used in the procedure was not returned; therefore, it is unknown how it may have contributed to the reported difficulties. However, a new guide wire was back loaded through the sds and removed with no resistance noted. It is possible the build up of blood on the guide wire may have contributed to the reported resistance during the attempt to advance the guide wire. The subsequent removal of the product likely resulted in the tip stretching and ultimately detaching. However, the cause of the initial resistance advancing the guide wire could not be determined. Analysis noted balloon peeling at the proximal end of the stent, which was not initially reported with the incident information. The balloon peeling appears to be the result of the procedure circumstances, as there was no report of any damage to the balloon during visual inspection or preparation of the product prior to the procedure. Although balloon peeling or shredding is occasionally seen on manufacturing production lines, it is more likely that the balloon peeling occurred during handling of the sds. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. The reported tip detachment appears to be related to the operational context of the procedure; however, a conclusive cause for the difficulty positioning/retracting the sds on the guide wire could not be determined. All stent delivery systems are 100% visually inspected and checked for proper guide wire movement on the manufacturing line. All stent delivery systems are 100% visually inspected for tip damage during the manufacturing process. Additionally, a sampling of units is destructively tested to verify tip pull force.